Event description:
The customer received a blood glucose reading of 257mg/dl from the breeze2 and a reading of 61mg/dl from the contour next ez. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.